Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment of stress urinary incontinence and cystocele. It was implanted during a procedure involving cystocele repair with porcine dermis graft interposition, and transobturator mid-urethral sling with porcine dermis.